Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 419 mg/dl and down to 380 mg/dl. Customer did not provide any symptoms and treatment related to high blood glucose level. Customer states insulin pump had no delivery alarm. Customer states they have tried all remedies. Customer states insulin pump beeping alert no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.